Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye identified a hole in the tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed and an issue was noted due to the hole in the tubing. The reported condition was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an uv flash transfer set had leaked due to a cut on the tubing. This was observed after periodic replacement was conducted. The device was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.